Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated that the battery started beeping and then he got two battery test failed and customer was able to replace the battery a third time it has a blank display. Customer is not calling back after receiving a new battery cap. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer has a new battery that meets IFU guidelines to test with the pump. Customer states the display did not return. Customer advised to call back if issue recurs and should revert to back up plan. The insulin pump will not be returned back for analysis.